Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI # (B)(4). The complaint has been confirmed. Visual evaluation of the returned product identified that the product packaging has been opened; no debris has been identified in the package or on the product. Evaluation of the provided photo identified that there is a black spot on the patella. Review of the device history records identified no related deviations or anomalies during manufacturing. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The likely condition of the product when it left zimmer biomet control cannot be determined. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that vanguard patella prepared for total knee arthroplasty had something like a foreign substance by the patella peg when the package was opened.